Manufacturer narrative:
Internal complaint reference: case- (B)(4).

Event description:
It was reported that, after a thr surgery had been performed on (B)(6) 2008, the patient experienced a collapsed femoral head. Cobalt ions were 3.2ug/l, and did not have chromium ion test. This adverse event was solved by a revision surgery on (B)(6) 2023, in which resurfacing femoral head 46mm was replaced. Health status of patient is unknown.

Manufacturer narrative:
H7: recall reference: h3, h6: it was reported that a patient had a revision surgery due to collapsed femoral head and cobalt ions levels of 3.2ug/l. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the device. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the femoral head. However, as the device is no longer sold, no action is to be taken. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the current instructions for use found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. As of the date of this investigation, the requested clinical documentation has not been provided for evaluation. Therefore there were no clinical factors found which would have contributed to the reported event. The patient's current condition is unknown and the patient impact beyond the revision surgery could not be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.